Event description:
Synthes (B)(4) service and repair coordinator reported that during unknown surgery it was discovered that the small battery drive is not functioning. There was 5 minutes delay in the procedure. Spare device was used to complete the procedure. No additional information is provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. The manufacture date of this item is unknown. (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Synthes (B)(4) service and repair coordinator reported complaint late. Lot number cannot be verified as a synthes lot number. Device is an instrument and is not implanted/explanted. Investigation coordinated by synthes anspach. Report received indicates the reporters complaint that the small battery drive does not function was confirmed. The unit was tested and failed the rpm specification, and made grinding noise. This is most likely due internal motor or ecu failure due to usage wear over time. Placeholder.